Event description:
The customer stated that he received a blood glucose reading of 237 mg/dl. He retested 5 minutes later, and received a reading of 115 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. Customer service checked the meter electronics and custoemr technique to make sure everything was working properly. Control solution is to be sent, so the customer can finish troubleshooting as needed.